Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of all associated result logs and multi-component files revealed that all runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 505627 and 506035 are performing outside of established design performance specifications. Quality data review: the device history records (DHR) review of the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035, and its associated components did not identify any issues which could result in the reported complaint. The amplification reagent kit release test for the final amplification kit met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. DHR review of the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 was completed as part of another investigation. This review did not identify any issues which could result in the reported complaint. The amplification reagent kit release test for the final amplification kit met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 506035 and 505627, as well as their components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 identified 5 additional complaints potentially related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627. 2 of these tickets are currently under independent investigation. The remaining 3 tickets were independently investigated and determined no product deficiency was identified. There were 2 additional complaints related to the reported issue for lot 506035. One of these tickets is currently under independent investigation. The remaining ticket was independently investigated and determined no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 505627 and 506035 was not identified.

Manufacturer narrative:
Complaint investigation has been initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported false positive result when running the realtime sars-cov-2 assay. On (B)(6) 2020, the first run was performed and the sample result was reported as positive with a target cycle number 29.76 and internal control cycle number 16.41. As the patient sample was from a retirement home where all residence had been reported as negative the customer decided to rerun the sample. On (B)(6) 2020, the same sample tube was repeated and this time the sample generated a negative result. This sample was tested by genxpert on (B)(6) 2020, and generated a negative result. Sample was also tested by another technology, and generated a negative result. Customer later reported another discrepant result. On (B)(6) 2020, a different patient sample was run on the realtime sars-cov-2 assay and generated a positive result with target cycle number 30.62 and internal control number 15.96. This same sample was repeated on genexpert and generated a negative result. Additionally the same eluate from the m2000sp extraction was tested on (B)(6) 2020, by another technology, and generated a negative result. Application specialist explained to the customer the different sensitivities of the assays: abbott realtime has 100 copies /ml while seegene has 500 copies/ml. This might explain why the late samples could be detected with abbott realtime but not with seegene. Customer explained that due to false positive result all patients from same retirement home (80 patients) were tested. There was no impact to the 2 patients themselves who's samples generated the false positive results. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.